Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead returned for analysis. (B)(4) no anomalies were found; full lead was returned for analysis. Both leads had blood on the helix.

Event description:
It was reported that one lead dislodged and that the helix was damaged. The lead was removed and replaced. It was reported that the helix did not deploy appropriately on the second lead. This lead was also removed. No patient complications have been reported as a result of this event.